Manufacturer narrative:
Since the initial medwatch was filed, the investigation has completed. The impella rp patient had a bleed observed in the endotracheal tube, which was indicative of internal bleeding. A full investigation into whether the impella pump or guidewire had caused a perforation and blood loss could not be done. No product nor data logs were returned for analysis. The physician believes that the guidewire likely punctured the left pulmonary artery due to deep placement. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical team has yet to release the product for investigation. The product and data logs are expected to be returned for investigation. Upon the completion of the investigation, a final medwatch will be filed.

Event description:
The patient was transferred into the tertiary medical center for care escalation. The patient was in need of left and right hemodynamic support for a planned coronary angioplasty. The impella rp was placed over the .027 guide wire. Upon placement there was an observation of blood in the patient's endotracheal tube from an apparent wire dissection of the pulmonary artery. The team adjusted the rp pump level to allow the pressure to close the perforation. The patient also received blood transfusions, in the amount of 4 units of blood. The impella 2.5 was then placed for the left sided support and the angioplasty.